Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. It was stated that the customer had been hospitalized eight times prior, due to the same issue. It was stated that the customer had been having problems at the insertion site. Attempted to contact the customer for more info, but there was no answer. Several unsuccessful attempts were made. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.